Event description:
A supplemental report is being submitted due to completion of the investigation on 23-oct-2025. Additional information received 26aug2025: what endoscope type and channel size was used? We use a duodenoscope with a 4.2mm working channel. What was the position of the elevator? The position was open when the complaint occurred. Details of the wire guide used (diameter, type, make)? The guide wire was part of the jagtome set we use, it has a 0.35mm guide wire did any part of the stent contact the patient's anatomy when the complaint occurred? The stent was in the common hepatic duct when we tried to deploy it and it could not recapture. It was not past the point of no return. Please advise the anatomical location of the intended target site. Location was the common hepatic duct were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) No other defects noted on the device was the yellow marker kept in view during deployment? The yellow marker was kept in view during deployment are images of the device or procedure available? No images were taken. Was resistance encounter during advancing the stent to the target location? There was resistance during advancement or the stent was the stricture dilated before stent placement? The stricture was dilated before stent placement ans there was a stent in place prior and removed during this proceedure,

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c2257829 involved in this complaint was not returned from evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2257829. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is known from the available information that there was resistance during advance to the target location. It is possible that a difficult anatomy caused the deployment and recapture issues reported. It is also possible the there was a slight kink in the catheter not visible to the customer that could have contributed to the issue. It is also possible that the sheath had separated from the shuttle cap within the handle. This separation would cause stent deployment/ recapture issues. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: this past thursday, august 7th, an ercp was done here. They attempted to put in a metal stent and had issues with it. The stent was advanced a little, not to the point of no return, and they could not retract the stent. Also, they could not advance it further in. They removed it and put in a plastic stent. The stent details are as follows: evo- fc_10-11-8-b, ref g23135, lot c2257829, evolution biliary stent system fully covered. The nurses in the room both have experience with these stents so I don't think it was operator error. The surgeon was a dr., who is new to osmh. Unfortunately, they did not keep the stent.